Event description:
Procedure type: unk. According to the reporter: pt was taken back to the hosp post lap appendectomy performed in 2008 for investigation of bleeding in drain tube. Upon open examination found orange plastic shavings from interior of cannula. Nil cause of bleeding found. No pt injury was reported.